Event description:
The reporter stated that the surgeon implanted a 13.0 mm icm 130v4 implanteable collamer lens. The lens was removed due to excessive vault. Additional information has been requested from the user facility, but none has been forthcoming. If additional information is received a supplemental med watch shall be sent.